Manufacturer narrative:
Additional information was added to h6 and h10:   h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the j-loop tubing of an unspecified access set ruptured during injection. The injection was stopped and the j-loop was removed and replaced with a CT connector. Contrast was reinjected and then infiltrated at the very end of the injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.